Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure the clip jumped out. Another like device was used. There was no patient consequence.